Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: there is a temporal relationship between pd therapy utilizing the liberty select cycler and cycler set and the patient event of gram-negative bacterial infection of the peritoneum. However, there is no documentation in the complaint file to show a causal relationship between the event and use of the liberty select cycler or cycler set. Additionally, there is no allegation of a malfunction, deficiency or defect reported for this event. The pdrn stated that the change of the extension set could have been the source of the infection but that it was unrelated to any fresenius product. Although not confirmed as peritonitis, gram-negative bacteria accounts for 20-20% of all peritonitis cases and most result from touch contamination, exit-site infection and other issues not related to the dialysis equipment. Based on the available information and the lack of allegation of a malfunction, deficiency or defect, the liberty select cycler and cycler set can be excluded as the cause of the patient¿s gram-negative bacterial infection.

Event description:
It was reported that a peritoneal dialysis (pd) patient mentioned having an infection and needing 3cc syringes for doing manuals. Upon follow up, the peritoneal dialysis registered nurse (pdrn) stated the patient was hospitalized (B)(6) 2019 and diagnosed with an infection in the peritoneum. The hospital records did not document peritonitis. The culture resulted positive for gram-negative bacteria (organism and species unknown). The patient was treated with gentamycin (route, dose, frequency and duration unknown). The patient was discharged (B)(6) 2019 and has recovered from the event. The pdrn stated the cause of the infection has not been determined, but prior to the infection, the patient had the extension set changed and this could have been the source of the infection. The pdrn stated that the event was unrelated to any fresenius product or treatment. Based on the available information and the lack of allegation of a malfunction, deficiency or defect, the liberty select cycler and cycler set can be excluded as the cause of the patient¿s gram-negative bacterial infection.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.